Manufacturer narrative:
(B)(4). The customer returned the suspect component, a main printed circuit board assembly (pcba), to vyaire medical, inc. And it is currently pending failure analysis. Once the final evaluation is completed, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer requested a new main printed circuit board assembly to resolve the issue. The customer reported that there was no patient involvement.

Manufacturer narrative:
Result of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer (pt802), which was unable to be calibrated.